Event description:
Medtronic received info that thirteen hours into the ECMO procedure, the displayed flow of this bioconsole instrument suddenly decreased from 1100 ml/min to 0. Neither the automatic clamp set for negative flow nor the bubble detector were activated. Therefore, the post pump line was immediately clamped and the pump dial decreased and then increased; however, this did not increase flow. While the autoclamp was being removed, the pt's blood pressure dropped, CPR was initiated and the mean arterial pressure was maintained with inotropic support. Eval of the entire circuit did not note any kinks or occlusions. The hand crank was then used to temporarily establish flow. Another model of 560 bioconsole was then used to successfully establish ECMO support for the following fourteen days before the pt expired. The hcp did not believe this instrument caused or contributed to the pt's death. The instruments will be returned for analysis.

Manufacturer narrative:
Results - the instrument is currently being evaluated; however, analysis is not complete. Conclusion - cause of event cannot be determined, as analysis of the instrument has not been completed. Analysis: the device is currently being evaluated at this time. When analysis is complete, the results will be provided in a follow-up report to FDA. Conclusion: the cause of the event could not be determined. When additional info is received, a follow-up report will be provided to FDA.